Manufacturer narrative:
(B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tibial plateau fracture reduction took place on (B)(6) 2016. During the procedure the wing nut broke off in the holding sleeve during the tightening of the femoral distractor. The surgery was completed successfully with the same instruments and without surgical delay. All broken fragments were retrieved from the patient. The patient status was reported as ¿fine¿ post-surgery. In addition, the schanz pin was also reported as being stuck with the holding sleeve and was able to be removed at the end of the procedure. This report is 2 of 2 for com-(B)(4).